Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise that resulted in false atrial tachy response (atr) episodes on the right atrial (ra) channel. It was also noted that there was intermittent or total loss of capture and a singular drop in impedance measurements, which remained in range. This ICD system remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise that resulted in false atrial tachy response (atr) episodes on the right atrial (ra) channel. It was also noted that there was intermittent or total loss of capture and a singular drop in impedance measurements, which remained in range. This ICD system remains in service and no adverse patient effects were reported. Additional information was received that this ICD was explanted and replaced due to normal battery depletion and an infection. No additional adverse patient effects were reported. This ICD has not returned for analysis.

Manufacturer narrative:
This report is being submitted as additional information was received that this device was explanted and replaced. This investigation will be updated should pertinent information become available in the future.